Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that during a nephrectomy, the device jaws were difficult to open. The surgeon stopped using the device and opened another one in order to complete the procedure. There was no patient injury, tissue loss or bleeding reported. The device was returned for evaluation with the knife blade exposed.